Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event. It was reported via phone call that the weight has been changed to 0000.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks the insulin pump was under delivering and pump went to suspended mode but still not giving her insulin automatically. Customer¿s blood glucose level was 105 mg/dl. Customer stated that she had reported high blood glucose with hospitalization last month. The device will not be returned for analysis.